Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with a dialysis catheter. The customer stated that the red and blue adapter are switched and are in the wrong place. The customer stated that the catheter was in the patient and then realized the adapters were switched and the catheter had to be pulled and replaced.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.